Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer stated that the bottom piece fell out and they had to glue it to keep it in place. The customer stated that the drive support cap stuck out. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk and customer glue it to keep it in place, cracked case at display window corner, minor scratched and cracked display window, and missing end cap sticker.